Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized because they fell into the bathtub. The customer¿s blood glucose level was 77 mg/dl, 366 mg/dl, 331 mg/dl and 366 mg/dl. The customer also reported that also received battery off limit. Customer states the insulin pump alarmed after battery change. Customer was not able to successfully clear the alarm. The customer also reported that the battery cap broke off. The device will not be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
It was reported via phone call that the hospitalization was not diabetes or pump related in any way.